Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient's daughter (the reporter) contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verio2 meter read inaccurately high compared to another device (onetouch ultraeasy). The complaint was classified based on the customer service representative (csr) documentation, since the patient and/or reporter were unable to be reached by phone for additional information. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2015. The reporter claimed blood glucose readings of "216 mg/dl" were obtained with the subject meter and "158 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The reporter informed the csr that the patient manages his diabetes with insulin taken on a sliding scale and claimed the patient continued to take his usual sliding scale in response to the alleged issue. The reporter claimed the patient often developed "hypoglycemia" after the alleged issue began but was unable to provide information on the specific symptoms. There was no mention of medical treatment/intervention received as a result of the alleged issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition after obtaining the alleged inaccurate high result. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs's accuracy criteria and the alleged inaccuracy issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.